Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-01816. Occupation - non-healthcare professional. (B)(4). Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Investigation: the reported allegations have been investigated based on the information provided to date: vena cava /aorta perforation, deep vein thrombus, tilt, leg cramping/swelling, light-headedness, worry, anxiety, adhd, depression. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported leg cramping/swelling, light-headedness, worry, anxiety, adhd, depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011. Patient is alleging vena cava perforation and organ perforation. The patient further alleges "a leg of the filter is piercing my aorta, and perforated my vena cava. Since getting the filter, I sometimes have swelling or cramping in my legs, or get light-headed" and post-implant deep vein thrombosis (dvt). The patient also alleges "I'm really worried, because I don't want anything to happen with the filter. It is also stressful to my daughter. Finding out the filter has pierced my ivc and aorta has made me more anxious. I was diagnosed with adhd and depression in 2014." Per report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter is at the mid l2 vertebral body. Inferior extent l3-l4 disc space. A total of four prongs have perforated the ivc, series 2, image 41. Maximum distance prong perforated is 16 mm, series 601 , image 56. Coronal images show zero-degree tilt, series 601, image 56. Sagittal images show 2-degree tilt posterior-to-anterior, series 602, image 82. Diameter of ivc directly above filter measures 34 mm x 25 mm, series 2, image 3. Attention: a prong has perforated the aorta."